Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A revision surgery was conducted to change the placement of the fmt from the round window to the stapes head. After the revision surgery the patient was not able to hear with the device even with high levels of stimulation.

Manufacturer narrative:
Conclusion: device investigation found damage on the conductive link that appears typical for having been caused during surgery. Based on the information received, the patient had a revision surgery to reposition the floating mass transducer (fmt) from the round window to the stapes head. During the surgical procedure the conductive link was inadvertently damaged, so it was necessary to replace the vorp at a later point in time. Before that surgery the device was functional. Other damages found during investigation are most likely attributable to the explantation surgery. Device investigation shows an electrically functional device. This is a final report.

Event description:
A revision surgery was conducted to change the placement of the floating mass transducer (fmt) from the round window to the stapes head. The surgeon found that there was new grown fascia between the fmt and the rws coupler. After the revision surgery the patient was not able to hear with the device even with high levels of stimulation. The patient has been re-implanted. The device explantation report states that the conductor link might have been damaged during the repositioning surgery.